Event description:
It was reported the battery voltage was 2.82 v at last check in (B) (6) and (B) (6) 2010, battery voltage was at eri (elective replacement indicator). The device was explanted and replaced. Followup information reported the patient developed a hematoma weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.